Manufacturer narrative:
The insulin pump was received with cracked case near lcd window corner, cracked lcd window, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address serial number label and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a crack on her insulin pump. The customer's blood glucose was 100 mg/dl. Troubleshooting was done. The customer stated that there was a major crack from the top right corner of the screen to the top of the up arrow button. The customer stated there was another crack around the battery cap area. The customer was unaware of the exact cause of the damage. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.